Event description:
It was reported that the insulin pump went into threshold suspend mode due to an inaccurate sensor glucose reading. The blood glucose reading was 160 mg/dl, compared with the sensor glucose reading of 57 mg/dl. The customer stated that the insulin pump would alarm to warn her of a low or high blood glucose reading when she really was not one or the other. The most recent blood glucose reading was 200 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.